Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection the ratcheting handle was reported as damaged.

Manufacturer narrative:
The ratchet handle was returned to the manufacturer for analysis. A visual analysis found that the part retention mechanism sleeve was broken from the handle. The ratchet mechanism was still functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sept-19, matters (hcp, rep, uf) medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection the ratcheting handle was reported as damaged.